Manufacturer narrative:
D1 (brand name) has been updated. Ppae (pericardial effusion/hypotension/ thrombosis): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 serial number was corrected.

Manufacturer narrative:
D4: corrected UDI.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 76-year-old female with coronary artery disease underwent pci to the rca, complicated by coronary dissection and cardiac tamponade. The pericardial space was drained, but the patient required high-dose inotropes and vasopressors. Due to persistent hemodynamic instability, an impella cp was implanted for left-sided support; the device achieved only 1 l/min flow. Tte demonstrated an underfilled lv cavity despite administration of a 5-liter fluid bolus. Because of suspected rv failure with inadequate lv preload, an impella rp flex was placed for right-sided support. The patient demonstrated immediate improvement in blood pressure and enhancement in impella cp flow. Although initial vasopressor weaning was successful, the patient later developed recurrent hypotension despite biventricular support, additional fluids, and increased vasoactive therapy. Repeat tte showed collapsed ventricles with correct positioning of both devices, and a small pericardial effusion with thrombus. No bleeding or hematoma was observed. After discussion with family, care was withdrawn, and both impella devices were weaned. The patient expired following discontinuation of support.